Event description:
Reporter noted a posterior capsule tear occurred during phaco. During the vitrectomy, there was an electrial burning smell and smoke came from back of the unit. An error message displayed and unit shut down. They unplugged the machine. Completed case and implanted iol. Stated there was no pt injury.